Event description:
The registered nurse (rn) contacted global technical services (gts) regarding the home patient (hp) draining out 3200 ml at the end of therapy, which occurred on the homechoice pro (hcp). The hp called the rn and said the hcp was not finding the solution in her and at the end of her therapy she was not getting a last fill. She stated she felt full, and two hours after her therapy ended she did a manual and drained out 3200 ml. The rn says the hp was performing tidal therapy at 95%, and her fill volume was equal to 2000 ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds (B)(4) of the maximum prescribed cycle fill volume). The rn wanted the technical service representative (tsr) to call the hp and go through the menus to see if the hp may have done some bypassing of alarms. The tsr called the hp but was unable to reach them. The tsr called the rn back to let her know that they were unable to reach the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated that everything has been taken care of and the patient is doing fine. The nurse confirmed that the drain volume was equal to 3200 ml. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.